Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer's wife reported that the customer had low blood glucose, went into coma, and several days later, he passed away. It was stated that the customer was wearing the insulin pump when he went into coma, but he was not wearing the device when he passed away. No further information was provided.